Event description:
The device was used during a lap nissen procedure. Reportedly, the tips of two instruments broke off and disengaged into the patient's abdominal area. The surgeon was able to retrieve one component. The hospital reported no injury to the patient.